Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 . On (B)(6) 2024 , the patient¿s cgm device was reading low mg/dl all morning. No bg meter reading was taken for comparison. The patient was using a tandem insulin pump. The patient self-treated with juice, milk, sugar, and peanut butter. Despite treatment, the cgm device was still reading low mg/dl. At some point, the patient began feeling sick and was vomiting. Around 3:30pm, the patient¿s spouse called emergency medical services (ems). Once ems arrived, the patient¿s cgm was reading 40 mg/dl. The first ems worker did not do a bg meter comparison and treated the patient with a glucagon injection. However, when the second paramedic walked in, the patient¿s bg meter reading was tested and found to be over 500 mg/dl. Ems transported the patient to the hospital. At the emergency room, the patient¿s bg level rose to 1116 mg/dl (in part because of the glucagon injection he was given) and was diagnosed with diabetic ketoacidosis (dka). The patient¿s sensor was removed, and he was treated with an IV insulin drip and IV fluids. It was also noted the patient was treated with unspecified antibiotics and ¿zaprin¿. He was also given a throat spray due to esophageal irritation. While hospitalized, the patient was weak, having a hard time swallowing, was coughing ¿pinky blood¿, and was unable to walk. He was in physical therapy to assist with his walking. The patient also had daily blood work done. The patient was discharged on (B)(6) 2024 . At the time of report, the patient was lethargic, congested, and still had severe esophageal irritation. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - clinical code - e0747 sore throat. H6 health effect - clinical code - e0721 hemoptysis.